Event description:
Device 1 of 2. Ref MFR. Report # 1627487-2014-05080. It was reported the patient's scs system was explanted in (B)(6) 2010 due to both leads eroding through his skin. A new scs system was implanted three months following the explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.